Event description:
It was reported that a complicated cystoscopy, with laser lithotripsy, was performed on a large distal ureteral stone. A passport balloon was used. Subsequently, the pt was readmitted with right lower ureteral particles and pain. X-rays showed an object in the ureter - the tip of the balloon had broken off. A second procedure was performed in the operating room to remove the balloon tip. The procedure was successful, with no further patient complications. The user facility is currently keeping the device.